Manufacturer narrative:
The inspection of the scope revealed no damage or foreign matter attachment that could lead to contamination. Since the culture test after re-reprocessing the scope showed negative results, it is possible that there was a deficiency in the facility's reprocessing procedure. However, this could not be identified. No health damages related to this issue have occurred. This MDR was submitted in an abundance of caution.

Event description:
It was reported that the scope was swabbed for standard micro testing on 10/28/2025. Culture returned positive 10/31/2025. Scope was reprocessed using aer on 10/31/2025 and removed from service. The scope was culture tested as part of their monthly testing stance, and it failed. They put it in the aer again and culture tested again, this time it passed. The scope was sent in for evaluation. The area that failed the initial test was the distal tip. The facility staff (registered nurse) confirmed the scope in question was last used on a patient (B)(6) 2025. No malfunction occurred when the scope in question was used on a patient. The scope was culture tested on 9/30/2025 and the results were negative. The scope was swabbed for standard micro testing on 10/28/2025. Culture returned positive 10/31/2025. The scope was re-cultured on 10/31/2025 and 11/3/2025 with negative results. After the scope was manually cleaned through their aer unit and placed in storage, there were no issues found after the cleaning process. Customer has not confirmed the positive culture organism.

Manufacturer narrative:
Added the information to the section h 4. Device manufacture date.